Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the physician called and claimed that there was loss of capture. Boston scientific technical services (ts) then accessed the remote monitoring system. This rv lead was explanted. No additional adverse patient effects were reported.